Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after the procedure, the pt developed right leg pain and had no pulse in the leg. An angiogram performed revealed a complete occlusion of the superficial femoral artery and distal run-off. Emergent exploratory surgery revealed that the starclose se device clip had caught the back wall of the artery. The clip was removed and the vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse pt sequelae. No add'l information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.